Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on surface electrograms (egm) during device checks. The physician reported interference was occuring with the monitoring apparatus. Additional information received from technical services (ts) indicated that the frequency of noise observed on the surface egm was consistent with the signal frequency used by the minute ventilation sensor. Also ts provided steps on how to confirm the origin of the noise. No adverse patient effects were reported. The device remains in service.